Event description:
Patient reported experiencing concerns with the display on the blood glucose monitoring device. Patient stated it seems the values are readable but it is not possible to specify exactly whether the display defect impacts outside of the blood glucose result area and the areas indicating insulin amounts or not. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Iu confirmed the meter for display defect; a thin vertical line appears on the middle of the meter display screen. Iu observed that the location of the line does not interfere with results display, therefore misinterpretation of bg results or insulin amount is not possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens correctly in the order of red, blue, green, and white with the lines appearing in the middle of the screen running from top to bottom. Upon powering the meter on, without holding power button, the lines appear on all screens and during performance testing. Iu observed that the meter has been known to have display issues. Meters below this serial number could have been damaged during the component manufacturing process causing a solid line to appear in the display. This issue has been investigated. Process improvements in handling of the meter's display have been implemented at the supplier to reduce the occurrence of this defect. Additional finding: iu observed that the arrows are faded from the rubber casing of the buttons. Failure analysis indicated that a defect with the inking application on the button assembly caused the graphics to appear faded. This issue has been investigated. The customer's allegation of display defect was observed during the investigation of the returned product. This case is set to verified based on the iu's investigation of the customer's allegation.